Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the driveline returned with (B)(6). (B)(6) was investigated under MFR#: 2916596-2019-05461 and confirmed driveline wire damage. The submitted log file contained data from 13oct2019 through 30oct2019. The log file captured multiple pump stoppage events with corresponding hazard alarms for low speed and low flow between 13oct2019 and 18oct2019. All pump stoppage events occurred while the system was supported by battery power. Additionally, during multiple pump stoppage events the voltage levels for the black and white power cables indicated that the charge of the batteries drained exceptionally quickly to result in low battery hazard and no external power alarms. The charge of the external batteries recovered immediately following the pump stoppage events. A phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the observed no external power alarms recorded in the submitted log file. No other atypical alarms were captured. The driveline was evaluated/investigated in this report. The driveline was severed approximately 1.5¿ from the pump housing. The distal portion of the driveline was also returned measuring approximately 36¿ in length. The metal connector appeared unremarkable. Continuity testing was performed on the returned driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket was returned sliced lengthwise from approximately 29¿ to 36¿ from the metal connector; but was otherwise unremarkable. The clear bionate layer was in good condition with no signs of damage. Upon removal of the clear bionate layer, breakdown of the metal braided shield was observed approximately 3¿, 6¿, 14¿, 17¿, and 29¿ from the metal connector. Visual and microscopic examination of the driveline revealed breaches to the wire insulation on the black, red, and orange wires approximately 6.5¿ from the pump housing. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and an additional breach to the insulation of the yellow wire was also observed in this area. The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in this area. The heartmate ii pump operates on a three-phase motor where each phase is powered by two redundant wires. The yellow wire represents one of the two redundant wires that comprise phase 1, the black wire represents one of the two redundant wires that comprise phase 2, and the red and orange wires represent the two redundant wires that comprise phase 3 of the three-phase motor. The system had the potential to produce a short to shield, during which an interruption in pump function could result if the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was supported by a tethered power source (such as the power module). Additionally, if the exposed conductors of any two compromised wires made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries), the resulting phase to phase short could have caused the pump stoppages reported by the account and seen in the submitted log file. The current heartmate ii lvas IFU discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. The current heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient experienced multiple pump off alarms, low flow and low speed events. The patient stated he was supported by batteries at the time of the events. Log file analysis confirmed the low speed and pump stop events while connected to battery power. The patient detailed the controller was dropped a few weeks prior. No further information was reported.